Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant, the device failed to convert the patient during dft testing. External defibrillation was administered and the device went into back up vvi. The physician elected to implant a new device.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory via review of the device image and was caused by a power-on reset. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The root cause of the power-on reset is believed to be exposure to external defibrillation.